Event description:
It was reported that catheter separation occurred. The 100% stenosed target lesions was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, a resistance occurred and a kink in the wire joint part was found. The catheter became separated inside the patient's body near the wire outlet. An attempt was made to remove the wire with the catheter, but it was difficult. The procedure was not completed. Subsequently, the detached fragment was removed surgically under general anesthesia. No complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: media was provided by the customer in the form of 4 photos. The first photo shows the full device with visible kinks and the separation. The second photo shows the two ends of the separated shaft. The third and fourth photos are zoomed in on the separated ends. The device was also returned for analysis where the outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed multiple kinks to the shaft and the shaft was separated approximately 25 cm from the tip. Microscopic examination revealed no other damage or irregularities.

Event description:
It was reported that catheter separation occurred. The 100% stenosed target lesions was located in the moderately tortuous and severely calcified anterior tibial artery. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, a resistance occurred and a kink in the wire joint part was found. The catheter became separated inside the patient's body near the wire outlet. An attempt was made to remove the wire with the catheter, but it was difficult. The procedure was not completed. Subsequently, the detached fragment was removed surgically under general anesthesia. No complications were reported.